Manufacturer narrative:
Concomitant product: product ID 3877-45, lot # b0955628k, product type lead product ID 7427v, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator refer to manufacturing report number 9614453-2016-03458 for report on other device.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that high impedances were measured. Impedances of electrode three and seven were measured to be greater than 4,000 ohms. The etiology was possibly related to the device or therapy and not related to the implant procedure. The patient experienced no symptoms and they had adequate stimulation. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that high impedance was already observed with previous system implant without affecting the stimulation. After replacement of the stimulator during procedure impedance remain high, but stimulation is still effective, therefore no action will be taken. No symptoms were experienced by the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877000001, lot# b0340683k, product type: lead. Product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator.